Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing unexplainable elevated blood glucose of over 350 mg/dl for 6-8 weeks. He changed all accessories and bolused through the infusion device with no success. He injected insulin via syringe to lower his blood glucose. He stated, the piston rod works "jerkily" during bolus and while priming the infusion tubing and at time no insulin drips from the infusion tubing after priming. He stated that no e4 (occlusion) error is displayed. He switched to his backup infusion device and his blood glucose returned to normal. His normal blood glucose range is 80-160 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.